Event description:
It was reported that this pacemaker was found to be in safety mode during the patient's routine follow up. The information provided indicates the device remains in service and the device will return for analysis after explant. There is no evidence to suggest a device replacement procedure has been scheduled at this time and no adverse patient effects were reported.